Manufacturer narrative:
Initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion of medication to the patient occurred while using an unspecified access set. After the expected therapy time was complete, it was observed that more than half the medication remained and had not been infused. The clamps were checked, and the infusion was re-started for 2 hours; however, about 40ml was remained. The infusion was switched to a new pump with no issues noted. This issue was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.